Manufacturer narrative:
This complaint relates to complaints 9680654-2017-00008 and 9680654-2017-00009. The complaint device was not returned for evaluation and remains in-situ. The device lot number was not provided and therefore, a review of the work order record could not be performed. Medical imaging was received for complaints 9680654-2017-00008 and 9680654-2017-00009, and during william cook australia medical director's review, the type 1b endoleak was identified: "there was some type 1b endoleak at the left common iliac artery aneurysm, where the enlarging aneurysm complex may have expanded away from the left iliac leg of the graft. This was successfully bridged all the way from the left iliac limb of the unibody graft down to the left common femoral artery using a combination of new grafts, and the type 1b endoleak appears to have been fixed." The device IFU states: "the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up." "After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information." 'Potential adverse events' lists: aneurysm enlargement; endoleak; endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow and corrosion. Based on the information present, a definitive root cause could not be determined. It is possible that the following events contributed to the type ib endoleak at the distal end of the iliac graft: separation of the proximal and distal zfen components caused a type iii endoleak. The type iii endoleak caused aneurysm enlargement. The aneurysm enlargement caused the iliac graft to separate from the distal zfen component. The separation caused the type 1 endoleak at the distal end of the iliac graft.

Event description:
After reviewing the imaging provided for earlier complaints (9680654-2017-00008 and 9680654-2017-00009), william cook australia medical science director determined that the type 1b endoleak described by the physician as being the cause of the graft separation, was not the sole cause of the separation of the two devices (zfen-p-2-34-107-r and zfen-d-12-28-76-c) and should be treated as a separate event. On the 11 may 2017 additional information was received: the physician thought the type 1b was from the iliac graft that had migrated up closer to the aneurysm sac.

Manufacturer narrative:
This complaint relates to complaints 9680654-2017-00008 and 9680654-2017-00009.

Event description:
After reviewing the imaging provided for earlier complaints (9680654-2017-00008 and 9680654-2017-00009), (B)(6) science director determined that the type 1b endoleak described by the physician as being the cause of the graft separation, was not the sole cause of the separation of the two devices (zfen-p-2-34-107-r and zfen-d-12-28-76-c) and should be treated as a separate event. On the 11 may 2017 additional information was received: the physician thought the type 1b was from the iliac graft that had migrated up closer to the aneurysm sac.

Manufacturer narrative:
This complaint relates to complaints 9680654-2017-00008 and 9680654-2017-00009.

Event description:
After reviewing the imaging provided for earlier complaints (9680654-2017-00008 and 9680654-2017-00009), william cook (B)(4) determined that the type ib endoleak described by the physician as being the cause of the graft separation, was not the sole cause of the separation of the two devices (zfen-p-2-34-107-r and zfen-d-12-28-76-c) and should be treated as a separate event.